Manufacturer narrative:
(B)(4).

Event description:
It was reported the t's simultaneously deployed. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Visual assessment of the device shows no ts or suture remains on the insertion needle or were returned for evaluation. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.